Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was admitted to the hosp last week for what was believed to be a heart attack. The hosp performed a CT scan, stress test, ECG. The ECG ruled out a heart attack. The pt stated that he thought it was his pump. He felt like an anaconda was squeezing him and that an elephant was sitting on his chest. The pt also experienced a return of symptoms. The symptoms included back pain, cold sweats, blood pressure of 160/109, and a heart rate of 100. The symptoms started a week before the event was reported. The pt stated that the symptoms occurred following cleaning out of the garage. The pt's symptoms woke the pt up. The pt stated that when they take oral lorazepam and oral percocet together, they provide short term relief. The drugs in the pump at the time of the event were morphine and bupivicaine. Additional info has been requested; a f/u report will be submitted if additional info becomes available.